Event description:
A 4 mm diameter x 40 mm length complete se iliac stent was deployed in a patient. When an attempt was made to remove the delivery catheter the stent was reported to have been removed from the vessel with the guidewire and delivery catheter. The device had been inspected prior to use with no abnormalities noted. No clinical sequelae were reported.

Manufacturer narrative:
Evaluation, results: (root cause of reporetd event cannot be determined based on limited information). Evaluation, conclusions: no conclusion can be drawn (root cause of reporetd event cannot be determined based on limited information). (B)(4).

Manufacturer narrative:
Results: related to operational context (the damage evident to the returned device and the reported removal difficulties were most likely procedural related). Conclusions: operational context contributed to event (the damage evident to the returned device and the reported removal difficulties were most likely procedural related). (B)(4).

Event description:
Evaluation summary: the device was returned to the manufacturing facility for evaluation. The proximal end of the distal tip was flared and partially bunched. The distal inner shaft marker had moved proximally on the shaft. The retractable sheath tip was partially flared.